Event description:
It was reported to philips that the geometry movements were unavailable. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment. The procedure was completed by restarting the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. Analysis of the log file revealed an error associated with the bodyguard interface box. To resolve the issue, a philips field service engineer (fse) evaluated the system onsite and replaced the bodyguard interface box and 24v power supply. The system was returned in good working condition and ready for clinical use. The c-arc bodyguard interface box and 24v power supply were returned to philips for further analysis. The functional testing for both the components passed, and no failures were found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been acquired confirming that the issue was resolved via a restart, which allowed for procedural continuation. Since the issue could be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), it would not likely cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable.